Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited muscle stimulation. Additionally, the right ventricular (rv) lead had been decreasing the pacing impedance measurements. All measurements were within normal limits. Boston scientific technical services (ts) recommended troubleshooting options. Further information was received that the rv lead also exhibited noise reproducible with max outputs. Impedance measurements were noted to trend down in the last 6 weeks from 350 ohms to occasionally as low as 290 ohms. No oversensing was observed. Output was reprogrammed to avoid stimulation. Additionally, it was noted a commanded 41j shock was delivered with normal impedance values of 59 ohms as a result. Shock impedance measurements as well as the right atrial (ra) intrinsic amplitude, ra pace impedance and left ventricular (lv) pace impedance measurements were noted to decrease noticeably. This device also exhibited far field oversensing resulting in inappropriate atrial tachy response (atr) episodes. No additional adverse patient effects were reported. This device system remains in service.